Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he took his blood glucose reading and transferred it to the insulin pump. Customer stated that he checked the bolus and 2 hours later, his blood glucose was higher. Customer checked the bolus history and it was not recorded in the pump. Customer stated that the issue occurred 2 weeks ago. Customer was advised to monitor the pump.